Event description:
During treatment, the laser was not deactivated upon release of foot pedal following a long treatment sequence (over 400 measurements). The emergency stop switch was engaged to deactivate the laser.

Manufacturer narrative:
The results of our investigation confirmed the system had been functioning as designed prior to this event. The monteris medical clinical specialist reported the foot pedal was depressed for more than 1 hour without releasing the pedal and when the pedal was released, the laser continued to fire. The e-stop was engaged and the laser stopped. The clinical specialist determined that some of the thermal compound on the solenoid had leaked into the cap, causing the piston on the solenoid to stick, causing the bellow to stay depressed and the laser to continue firing. The solenoid and cap were replaced and the system is acceptable for use. There was no harm caused to the patient because the safety mechanisms in place were used to stop the system and discontinue the laser from firing.